Event description:
It was reported that the dexcom g7 continuous glucose monitor was displaying values on the dexcom app but was not pairing with the ilet pump. The user manually entered a blood glucose value of 264 mg/dl, after which the pump initially continued searching for a sensor but later began displaying readings. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated cgm data to the pump without alerts or alarms and subsequent restoration of cgm readings. Investigation included customer counseling and troubleshooting regarding transmitter pairing, receiver interference, and manual bg entry. Investigation of this case revealed that interference from the active g7 receiver likely prevented the ilet from establishing cgm connectivity, which resolved after the receiver was turned off and removed from proximity. It was concluded that the device functioned as designed once competing connections were eliminated and that no further action was required.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.